Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/19/2015. Based on review of the file, this report was updated from a malfunction to a non-reportable event.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/05/2015.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/04/2015.

Event description:
According to the reporter: the thread of the bag tore three times.

Manufacturer narrative:
(B)(4).